Manufacturer narrative:
Phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as the device is not available; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported that patient complained of eye fatigue and blurry vision in the periphery with their left eye. Lens was fully inserted. The issue was identified during post-op exam. It was mentioned that daily activities have been affected but it was not clarification on which way they were affected. Vision pre-operative: 0.7. Vision post-operative: 1.0. Through follow-up it was learned that lasik touch up was done on (B)(6) 2021 and the iol explant was performed on (B)(6) 2021. A replacement lens of model zlb00 22.50 diopter was used. The last examination date was on (B)(6).2021 with subjective refraction of +0.50 x -1.25@25. It was indicated that the device is not available for return. No further information has been provided.